Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined. The lancing device is not 510(k) cleared, therefore, no information was captured.

Event description:
The customer reported that while puncturing her finger to draw blood with the microlet next lancing device, she found that the lancet was broken and a piece of the lancet got stuck in her finger. Two days later, the customer went to an emergency room as her finger was infected. The physician applied local anesthesia to the customer's finger and removed the metal piece of lancet stuck in her finger. The customer was in the medical center for a day after the procedure. The physician instructed the customer to clean the infected finger every day and not to touch the water or any wet surfaces with the infected finger. The customer stated that her scar has been healed. The device is not expected to be returned for evaluation.